Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: could you please confirm what is the current condition of the patient? Device return follow up. 1. Patient consequence: patient is fine because they closed the wound with suture. 2. Product is discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm what is the current condition of the patient? A manufacturing record evaluation was performed for the finished device lot pjq007, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a skin closure procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture snapped after the first passed. Another like device was used to close the incision and complete the procedure. There was a delay of five minutes. There were no adverse patient consequences reported. Additional information was requested.